Manufacturer narrative:
Initial.

Event description:
It was reported that a user applied a new freestyle libre 3 plus sensor for use with the ilet system and did not initially see a warm-up timer, leading to a perception of pairing failure; rescanning within the ilet application showed the sensor session had already started and was in warm-up, and the issue was resolved through troubleshooting and education. No adverse clinical symptoms reported. Outcomes included no impact on health and no need for medical care. User support included user-guided troubleshooting and verification of sensor session status within the ilet application. Investigation of this case revealed that the sensor was properly initiated and that the apparent pairing failure reflected an in-app display or workflow confusion rather than a hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction or transient connection interruption.